Manufacturer narrative:
Initially it was reported that the inner sheath could not advance in the outer sheath due to the impediment. The second catheter was used to complete the procedure. Additional information was received on 23-sep-2022 clarifying that it was not a second catheter but a second sheath was used to complete the procedure. Therefore, "d10. Concomitant medical products and therapy dates" field was processed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and the biosense webster, inc. Product analysis lab observed the brim cap detached. Initially it was reported that the inner sheath could not advance in the outer sheath due to the impediment. The second catheter was used to complete the procedure. There was no patient consequence reported. The event was assessed as not MDR reportable for an obstructed sheath issue. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 29-aug-2022, the brim cap, hemostatic valve and silicone ring were detached from the hub. The returned condition was assessed as MDR reportable for the brim cap detached. The awareness date for this reportable lab finding was 29-aug-2022.

Manufacturer narrative:
Initial reporter phone:(B)(6). The bwi product analysis lab received the device for evaluation 29-aug-2022. The device evaluation was completed on 29-aug-2022. The product was returned to biosense webster (bwi) for evaluation. Visual and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the brim cap, hemostatic valve and silicone ring were detached from the hub. A microscopic examination was performed, and presence of adhesive on the brim cap was confirmed. All the components were placed in the correct order. Aside from the detachment of the components, no other anomalies were found. The root cause of this issue could not be determined but it could be related to use of excessive force while manipulating the device. However, this could not be conclusively determined. The dilator and a good known lab sample catheter were introduced through the sheath and no obstruction or resistance was felt. The dilators outer diameter was measured, and dimensions were found within specifications. It was determined that the brim cap condition observed on this device is unrelated to the event described by the customer. All units are inspected prior to leaving the facility as there are functional tests and inspections at control points based on the process flow diagram (pfd) per its part number to avoid this type of damage from leaving the facility. A device history record was performed, and no internal actions related to the reported complaint were identified. The issue reported by the customer could not be replicated during the product investigation. A product issue was identified during this investigation and will be addressed through bwi¿s quality system. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. (B)(4). Manufacturer's reference number: (B)(4).